Manufacturer narrative:
Investigation: bd received a 24 gauge insyte autoguard blood control unit from lot 8019904 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed needle had pierced through the catheter tubing creating a v-shaped cut. Based off the visual inspection the engineer was able to verify the reported defect. However, since the unit was returned outside of its original packaging an exact cause for the damage could not be determined.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard bc experienced catheter splitting/frayed/cracked/fraying noted prior to use. The following information was provided by the initial reporter: material no. 382512 batch no. 8019904 "catheter tip is sheared prior to insertion."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard bc experienced catheter splitting/frayed/cracked/fraying noted prior to use. The following information was provided by the initial reporter: material no. 382512, batch no. 8019904. "Catheter tip is sheared prior to insertion."